Manufacturer narrative:
Updated field d4 model number: as a result of DHR investigation, the product name has been corrected from na-u401sx-4025n to na-u401sx-4021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was reviewed. No abnormalities were noted which could cause or contribute to the reported event. Based on the available information, it is likely that the needle tube was broken by the following mechanism. ¿a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. ¿when the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. Olympus will continue to monitor field performance for this device. As a preventive measure, the instructions for use provides the following statements: "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead."

Event description:
The customer reported to olympus that during an unknown procedure, this single use aspiration needle broke off inside the patient. The procedure was delayed with patient under anesthesia, however, the amount of time is unknown. The procedure was completed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
It is unknown if this device will be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has also been submitted on importer medwatch report #2429304-2023-00049.